Event description:
The surgeon inserted a lens into the eye and noticed the optic of the lens was torn. Surgeon cut the lens to remove it with no incision enlargement or sutures required. No patient injury.